Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that the unit stopped intermittently. After pushing start, "motor, motor, motor" would flash. A kink in the cord was observed by the user, and depending on how the cord was manipulated, the unit would function. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.